Event description:
It was reported that the cartridge was leaking from the septum. The customer's blood glucose level was 190 mg/dl. Customer resumed insulin delivery with the current cartridge.

Manufacturer narrative:
The device is expectedtobereturned;however,thedevicehasnotyetbeenreceived.asupplementalreportwillbesubmittedifthedeviceisreceived,andevaluationisperformed.